Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture) issue. Reportedly, the pump had a short battery life issue with multiple batteries and there was moisture/corrosion in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: a review of the black box showed evidence of voltage drops resulting in battery alarms. Unexplained reboots and battery alarms following reboots were observed prior to the complaint date. The battery cap was not returned with the pump for investigation; testing was completed using a test battery cap. Visual inspection revealed moisture contamination in the battery compartment. The test battery cap secured to the pump and the pump powered on normally. Current draws were within specifications. The complaint of short battery life could not be duplicated on investigation. Leak testing did not find any leaks and there was no internal moisture found when the pump casing was removed. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked.